Event description:
A peritoneal dialysis (pd) patient reported going to the hospital. A pd nurse reported that patient went on (B)(6) 2024 to complete dialysis treatment. The patient was not able to do treatment at home. The patient was found to have a failed pd membrane which was the cause of the draining issues. The patient was found to have a failed pd membrane which was the cause of the draining issues. Ultrafiltration failure (uff)/membrane failure has now become one of the major factors leading to technique failure in pd patients. The patient was permanently transitioned to hemodialysis (hd). The patient began hd during the hospitalization. The patient was discharged on (B)(6) 2023 and began hd on (B)(6) 2024 at the clinic. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported going to the hospital. A pd nurse reported that patient went on (B)(6) 2024 to complete dialysis treatment. The patient was not able to do treatment at home. The patient was found to have a failed pd membrane which was the cause of the draining issues. The patient was found to have a failed pd membrane which was the cause of the draining issues. Ultrafiltration failure (uff)/membrane failure has now become one of the major factors leading to technique failure in pd patients. The patient was permanently transitioned to hemodialysis (hd). The patient began hd during the hospitalization. The patient was discharged on (B)(6) 2023 and began hd on (B)(6) 2024 at the clinic. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for investigation a visual inspection of the returned cycler exterior showed signs of physical damage due to rear panel pushed in. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Teach pump test passed. Valve actuation test passed. Patient sensor check passed. Safety clamp operation passed. Voltage verification check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported going to the hospital. A pd nurse reported that patient went on (B)(6)2024 to complete dialysis treatment. The patient was not able to do treatment at home. The patient was found to have a failed pd membrane which was the cause of the draining issues. The patient was found to have a failed pd membrane which was the cause of the draining issues. Ultrafiltration failure (uff)/membrane failure has now become one of the major factors leading to technique failure in pd patients. The patient was permanently transitioned to hemodialysis (hd). The patient began hd during the hospitalization. The patient was discharged on (B)(6)2023 and began hd on (B)(6)2024 at the clinic. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.